Manufacturer narrative:
Records indicate that the implant met the specifications and were approved for product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be a post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration as well as the patient's bone condition, oral hygiene, or behavior. Proper intended use of the implant is described in its instructions for use.

Event description:
Doctor reported that there was infection, pain, and inflammation due to natural adjacent tooth (34). No improvement ten days after patient was medicated with antibiotics. X-ray showed signs of bone loss. Bone quality at time of failure was type I.